Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The evaluation could not be conclusively determined at this time. In addition, multiple attempts were made to gather more detailed info regarding the incident but with no results. If additional info is available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, three resection electrodes broke off and fell inside the pt's bladder. The intended procedure was successfully completed. No pt injury was reported.